Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 x2 leads, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead exhibited steadily increasing thresholds, and during a routine follow up visit, it was not possible to get capture. The physician attempted to explant the lead, but the lead would not move, so the lead was capped and replaced. No patient complications have been reported as a result of this event.